Event description:
Patient undergoing CT scan correlation for radiation planning; extension set to prn lock split at the start of injection of contrast. Set unclamped, causing contrast to leak on pt; CT halted and study completed without use of contrast. Patient upset with this event but no physical harm to pt.